Event description:
It was reported that during a laparoscopic cholecystectomy procedure, at first, the device was used without any problems. When the clip was fed into the jaw, the clip fell out on the way of the operation. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.